Event description:
It was reported by service report that the bed had no electrical power and manual CPR release was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Manual CPR release. Stryker field tech informed the customer that the unit was beyond its life cycle.